Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 6wmdss drawer 3.2 half height was not closing all the way. The emergent release was loose and missing a screw. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 was failed. A field service engineer found hard stop had fallen off, replaced the screws and tested the drawer in hardware test application (hta). The customer also tested the drawer and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.